Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the limb ischemia ¿ reversible issues has been completed. The device was not returned for benchtop investigation. As per clinical, patient had bleeding at access site with worsening bruising and mottling of right flank extending across the anterior of abdomen. Unable to get doppler pulse on right popliteal with patient having pad and calcified vessel condition. The cause of the access site bleeding issue was most likely patient condition related with patient having diseased vessel condition leading to bleeding. The cause of the limb ischemia issue was patient condition related with patient having peripheral artery disease and calcified vessel condition per clinical.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 72-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. While on support, the staff unable to get doppler pulse right popliteal, post tib or dorsalis pedis. Per cath lab staff report, the patient had worsening bruising and mottling of his right flank extending across the anterior of his abdomen. Concern with continued bleeding from the impella access site, so the impella was explanted.